Manufacturer narrative:
(B)(4). Date sent 10/15/2025 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Photo analysis: an images of the device in vivo were reviewed by a medical safety officer. As per medical safety officer: "evidence of device erosion". The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. A manufacturing record evaluation was performed for the finished device lot number 30253, and no non-conformances were identified. Additional information received: started the patient on prilosec 40 mg p.o. Daily to try to help with the reflux symptoms and inflammation during implant. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient with history of hiatal hernia repair and replacement of 14 bead linx device with 17 bead linx device. Patient developed dysphagia and significant throat clearing following replacement and was scheduled for endoscopy. Records indicate surgeon noted the device was found at the ge junction ¿with partial erosion of the device into the proximal stomach.¿ the surgeon was able to successfully remove the device endoscopically through the mouth and noted there was no evidence of full perforation of the esophagus or stomach.